Manufacturer narrative:
(B)(4). The lens remains implanted and therefore not explanted. (B)(6). Device evaluation: to date the intraocular lens (iol) remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, there was a nylon like suture material attached to the intraocular lens (iol). The material was removed and the lens was left in the eye. No sutures were required and the patient had not had previous surgery. Reportedly the surgery was delayed. No further information was provided.